Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2024, the patient experienced haziness. The cgm was reading 120 mgdl and the blood glucose was not checked prior to the patient blacking out. The spouse provided carbohydrates. The patient noted the spouse said the cgm was alarming and read low. There was no bg checked during the episode. There was no documentation of further medical evaluation or intervention. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. No additional patient or event information is available.